Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED's asi is flashing red and the AED is alerting a service code. They reported that this did not occur during patient use.